Event description:
Discordant advia chemistry 1800 calcium_2 (ca) results were obtained on multiple patient samples. The patient results were not reported to the physician(s). The samples were retested on the system and the corrected results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant ca_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse replaced the sample wash reagent pump (swrp) and the reagent dispensing pump 2 (rp2) seals , calibrated the system, and ran qc, all within range. The instrument is performing within specifications. No further evaluation of the device is required.